Event description:
It was reported that during percutaneous transluminal coronary angiography, a balloon froze on wire occurred. The unspecified target lesion was located in an unknown artery. A 15mm x 3.00mm nc quantum apex balloon catheter was used for dilatation. The physician attempted to pull the balloon twice and both times it pulled the wire all the way back with it and found out that the balloon was stuck on wire. A resistance was felt, so the physician pulled the device and the wire across the lesion and rewired it. He rewired it again and tried to pull it back but the same thing happened. The physician used another of the same device and rewired it with the same wire to complete the procedure. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was received for analysis with solidified contrast in the balloon and inflation lumen. There was no damage or irregularities. The inner diameter (ID) of the inner shaft was within specification. Functional testing was performed by loading a .014" guidewire into the tip and completely advancing through the wire lumen without encountering any unusual resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
It was reported that during percutaneous transluminal coronary angiography, a balloon froze on wire occurred. The unspecified target lesion was located in an unknown artery. A 15mm x 3.00mm nc quantum apex balloon catheter was used for dilatation. The physician attempted to pull the balloon twice and both times it pulled the wire all the way back with it and found out that the balloon was stuck on wire. A resistance was felt, so the physician pulled the device and the wire across the lesion and rewired it. He rewired it again and tried to pull it back but the same thing happened. The physician used another of the same device and rewired it with the same wire to complete the procedure. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).